Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. Review of the manufacturer's patient care network database on 12jan2024 confirmed the unit was able to take readings despite the reported damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Frayed wires were reported on the cord attaching the signal acquisition wand to the hospital system. The hospital system was replaced. There was no patient involvement.